Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was returned to kimberly-clark for analysis. Based on analysis of the product, the bottom seal of the pouch was not performed. A root cause for this was identified, and corrections to the pouch sealing operation process flow have been implemented and are being verified. The reported defect was identified prior to use, and no patient involvement was reported. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, "the bottom side of sterilization pouch has not been sealed from the beginning." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).